Event description:
It was reported that a small volume intermate had a white floating particles. This was identified after the device was compounded with an unspecific amount of taz. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 23, 2015 - february 26, 2015. The device was received for evaluation. A visual inspection revealed a white particle, approximately 0.25 square mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.